Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for a scheduled device implant. During pre-implant check-up, the device exhibited extended charge time while it was still in the box. The device was not implanted and will be returned for further analysis.